Manufacturer narrative:
(B)(4). No pump error 130 noted during testing, however noted in trace download analysis due to moisture damage. Unit passed self test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer stated that they were able to clear the alarms and rewind the insulin pump. Displacement test was pass. Troubleshooting was performed. The insulin pump will be returned for analysis.